Event description:
Olympus (ofr) was informed that the customer high-definition electro surgical generator unit has ¿error e433 on ignition. Starts well when the has unplugged the pedals¿. The customer reported issue was found at inspection before use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
F22509956-1 : oste investigation results: since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer. The product was sold on: 21.03.2019. Analysis: the issue reported by the customer was evaluated as plausible. According to the event description, the affected generator displayed error e433. When the foot switch was unplugged, the generator starts faultlessly. The device was not sent to olympus for inspection. Based on the information provided, oste assumed that the generator could be evaluated to meet the specification. Pqi_100-169-441 was issued on this topic on 28.02.2020. Cause: based on the information provided, the cause for the reported error is very likely either a user error or a defective foot switch. Risk analysis: the risk to patients, users, and/or third parties associated with the reported error is rated as alra (as low as reasonably achievable). Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Clinical assessment: since a complete and valid risk assessment is available for the reported error, a clinical assessment is not required. No risk documents need to be updated. Investigation level: for the described issue, investigation level tier 2 is reported. Oste-hh confirms this investigation level. DHR-review: a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issue. CAPA-screening: at oste, there is no CAPA associated with this product with respect to the described issue. Countermeasures: there are no countermeasures necessary because the device is evaluated to meet its specification, and the associated risk is rated as alra (as low as reasonably achievable). Oste will monitor the occurrence rate in the context of our quality management system. If necessary, oste will take action in the future. Containment actions: there are no containment actions necessary because the associated risk is rated as alra (as low as reasonably achievable). Commercial decision: since this is an info complaint, a commercial decision is not involved.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).